Event description:
Complainant alleged that the first responder team arrived upon the scene of a patient in cardiac arrest. The device was attached to the patient and was charged to 200 joules and displayed a "defib fault 72" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired, however it was not related to the reported malfunction.